Manufacturer narrative:
(B)(4).

Event description:
Data activity log indicates the user had the smart device on mute on the dates of issue, june 26, 2019. Performance data indicates all alerts were triggered every time the user's estimated glucose value passed the alert thresholds and the user acknowledged and cleared the alerts. Confirmation of the allegaton was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts occurred on the app. It was determined that loss of connection was related to the mobile application. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.